Event description:
As reported by the user facility: complaint: there was a product on the back of a patient in the ICU, which broke and leaked 100ml of blood.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample was returned for evaluation. The sample was visually evaluated, it was noted backcheck valve assy was detached from male ll cover vent, and blood was present. The defect was confirmed. An investigation was performed to determine a possible root cause of the defect identified. The weld strength of the current production was verified by attempting to separate the components using pliers, but no weakness was observed - the ports failed before the weld did. The complaint sample revealed a non-continuous weld around the part's perimeter, with only a small portion showing signs of welding. An attempt was made to replicate a part resembling the complaint sample by presenting components to the welder with misaligned or off centered mating parts. However, the welder would halt the cycle, indicating an issue with the part presentation. We also tested the welder cycle for potential short cycling but found that removing hands at various points during the cycle did not result in a partial weld - the parts were either fully welded or not at all. It was noted the presence of a few old silastic disks at the bottom of the nest, which could potentially lead to weak welds. If one of these loose disks was positioned just right, it could prevent the parts from fully seating in the nest. It was attempted to deliberately place the disks onto the nest to hinder full seating of the components and produced some samples. While these parts did exhibit a weaker weld, the weld was still continuous - weak, but not partial. Despite our efforts, we were unable to produce a part with an appearance similar to the returned sample. Through root cause investigation, a most probable root cause was not identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.